Manufacturer narrative:
The exact event date was not available, therefore (B)(6) 2015 (procedure date used) was used as an approximate. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was replaced due to a fluid loss. No additional information was provided.